Event description:
Boston scientific received information that this pacemaker exhibited noise on the atrial electrogram and out of range pace impedance measurements greater than 2,000 ohms. The patient was just implanted with the system, which included another manufacturer's leads. The patient was to undergo a lead revision. The pacemaker was reprogrammed to pace/sense in the ventricle only until the revision could be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). During the revision procedure, it was observed that the ra lead terminal pin was not fully inserted into the port, and that the atrial setscrew on the device was not fully tightened down on the lead. It was suspected that the atrial setscrew had been partially deployed when the device was removed from the packaging. The terminal pin of the ra lead had been inserted until it became stopped due to the partially deployed setscrew, so when the setscrew was tightened down, it was not making proper contact with the ra lead. The setscrew was fully loosened, the lead terminal pin was fully inserted, and the setscrew was tightened down properly on the lead. No further lead measurement or noise issues were observed. No additional adverse patient effects were reported. The lead and device remain in service.